Event description:
It was reported during service at the manufacturer that the tps universal driver continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, it was found that the housing was broken.